Event description:
Procedure: sigmoidectomy. According to the reporter: after firing, it was found the device made only a doughnut ring with staples (seemed to be staples of purstring). It was the doughnut ring on the oral side, and the anal side ring was missing (not remained in the cavity). The surgeon sutured the anastomosed part and completed procedure. The surgeon x-rayed the anastomosed part and confirmed it was stapled. Operating room time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).